Event description:
The customer reported that the pt experienced a desat event, however, the monitor continued to display a spo2 saturation value of approximately 100%.

Manufacturer narrative:
The customer reported that the pt experienced a desat event, however, the monitor continued to display a spo2 saturation value of approximately 100%. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.